Manufacturer narrative:
On 3/10/06 initial accuracy test failed. The software was upgraded to v4.2 and mapping procedure performed. The accuracy test passed after mapping. On 9/18/06 the system inaccuracy reappeared after (3) cables were repaired. To determine root cause an analysis was performed in the or suite environment. It was shown that physically shifting the pt table top effects the results of the accuracy testing. After this top surface was physically attached (e.g. Screws) to the frame the system passed accuracy test. There were no consequences to the pt.